Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off during use within 1.5 days of use. Event occurred on 05/11/2024 and 05/12/2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.